Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the forks have bent.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the top left corner of the fork was bent, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer states that the forks have bent.